Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation was ruptured. The analyst noted visual inspection found the insulation breach in-vivo at a kink location. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted due to medical judgement. The lead was returned to the manufacturer for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.